Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy pd effluent coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was as unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection vancomycin (2 grams, frequency and route of administration not reported). Two days after peritonitis onset, due to ongoing cloudy pd effluent and another indication, dianeal therapy was discontinued and the patient's pd catheter was removed. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. No additional information is available.